Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter is damaged and leaking. This occurred on 3000 occasions during use. The following information was provided by the initial reporter: I come to report the dissatisfaction of our nursing team regarding the venous puncture catheter no. 24 bd, acquired in our last purchase with the company becton dickinson, afm no. 19,102.00700 / 2019, referring to (B)(4) units. They are reports of leakage of accesses very easily making difficult the venipuncture of pediatric patients. Additional information: the customer informed that the catheter in being break during the use by the needle when is removing it, this cause a need for multiple puncture in a single pediatric patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter is damaged and leaking. This occurred on 3000 occasions during use. The following information was provided by the initial reporter: I come to report the dissatisfaction of our nursing team regarding the venous puncture catheter no. 24 bd, acquired in our last purchase with the company becton dickinson, afm no. (B)(4) / 2019, referring to 3,000 units. They are reports of leakage of accesses very easily making difficult the venipuncture of pediatric patients. Additional information: the customer informed that the catheter in being break during the use by the needle when is removing it, this cause a need for multiple puncture in a single pediatric patient.